Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported reservoir was leak and location of the leak was near the ring. The customer¿s blood glucose was 250 mg/dl at the time of incident. The customer also state that cracks in the barrel. Reservoir will not be return for analysis.